Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior repair, retroperitoneal colpopexy and cystoscopy due to uterine prolapse, cystocele and rectocele. It was reported that following insertion the patient experienced pain, infections, sui, urinary retention and dyspareunia. It was reported that patient underwent mesh removal and bladder lift on (B)(6) 2012 due to complications experienced from mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.